Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wanted to program his new insulin pump and needed settings from his other pump. Customer put the battery in the pump and received a motor error alarm, battery out limit alarm, and failed battery test alarm. Customer did not want to troubleshoot and only wanted the settings from the pump.